Event description:
A customer in the united states reported their cytofuge 2 centrifuge would not run. This issue was reported by the distributor of the unit. Customer started no signs of power to the unit. Upon further inspection, customer removed motor noting motor to be in good condition and found multiple components on the main board to have burnt. Customer states there was no burning smell, harm or medical attention needed due to this issue. No reports of smoke or burning smell and the fire department was not called in. The customer did not indicate that any patient samples were affected.

Manufacturer narrative:
The manufacturer informed the customer of repair options and provided customer with part number for the main printed circuit board. No parts returned to the manufacturer, no further investigation may be carried out. Beckman coulter internal identifier is (B)(6).